Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported via patient indicated that they had no idea of the por and stated maybe they walk through a metal detector or bend over forward. The made an appointment with hcp and correction surgery will be on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they were trying to increase the stimulation on the ins but they are seeing a warning (por) power on reset screen. There were no further symptoms or complications reported or anticipate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient was doing at time (por) power on reset was seen. Caller stated they were trying to increase the stimulation on the ins but they are seeing a warning por screen. There were no further symptoms or complications reported or anticipate.